Event description:
The reporter stated that the surgeon was advancing a three piece collamer lens model cq2015 and the lens got stuck in the cartridge. No pt contact.

Manufacturer narrative:
Results: a visual inspection of the returned product shows the lens is stuck in the tip of the cartridge and the cartridge is damaged. The injector has no visible damage. The cartridge and injector has clear surgical residue on them. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.